Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: review of the black box data did not reveal any records to indicate activity outside of normal use. On investigation, the pump powered on to a fully illuminated, clear display screen. Ez-prime steps were correctly performed and there were no errors, alarms or warnings during the investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging that the insulin pump emitted an unfamiliar alarm sound and then became unresponsive. There was no reported patient harm associated with this complaint. This complaint is being reported because the issue remained unresolved.